Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an external force damaged the distal end of the device, creating the issue. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and h6.

Event description:
The scope was not used on a patient. The "shadowing" was noticed when setting up the scope in the processor and then taken out of service for repair.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; missing echo signals were observed, due to piezoelectric elements damaged in the ultrasound probe. In addition, the probe unit pink rubber was observed with cuts and the forceps cover glue was observed peeling.

Event description:
A user facility reported to olympus that a "shadow" was observed on the image. There was no patient injury or harm, associated with the problem, reported to olympus.